Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pressure pump on a 2mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter displayed a drop in pressure and the pressure pump still dropped after repeated attempts. According to the physician¿s observation, the balloon did not burst. The operator removed the balloon, replaced it with a non-cordis balloon catheter, and completed the dilation. An unknown drug coated balloon (dcb) was then used to dilate the lesion. Angiography showed a satisfactory lumen. The guidewire and catheter were removed; an unknown 6f short sheath was inserted; and an unknown 6f closure device was used to seal the puncture site. The procedure was completed. There were no reports of patient injury. Right femoral artery puncture was performed to treat stenosis of the left femoral superficial and anterior tibial arteries. A guidewire had been passed through the lesion and withdrawn with an mpa catheter. The saber balloon catheter was advanced to the lesion over the guidewire and inflated using a pressure pump. The issue was identified when the pressure reached the working pressure. Here was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. The device was used inside the patient and a contralateral approach was used. There was calcification of the target site vessel however there was no tortuosity acute angulation or bifurcation of the vessel. There was 70% stenosis present. As for the access site, there was no calcification, tortuosity, presence of stenosis, acute angulation or bifurcation of the vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The device was removed intact from the patient. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies on the device which prevented it from inflating at all. The device was inflated to 12 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for one second before the anomaly was noted. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was maintained. The balloon deflated normally without any leakage noted. The device was returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 82294943 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the pressure pump on a 2mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter displayed a drop in pressure and the pressure pump still dropped after repeated attempts. According to the physician¿s observation, the balloon did not burst. The operator removed the balloon, replaced it with a non-cordis balloon catheter, and completed the dilation. An unknown drug coated balloon (dcb) was then used to dilate the lesion. Angiography showed a satisfactory lumen. The guidewire and catheter were removed; an unknown 6f short sheath was inserted; and an unknown 6f closure device was used to seal the puncture site. The procedure was completed. There were no reports of patient injury. Right femoral artery puncture was performed to treat stenosis of the left femoral superficial and anterior tibial arteries. A guidewire had been passed through the lesion and withdrawn with an mpa catheter. The saber balloon catheter was advanced to the lesion over the guidewire and inflated using a pressure pump. The issue was identified when the pressure reached the working pressure. Here was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. The device was used inside the patient and a contralateral approach was used. There was calcification of the target site vessel however there was no tortuosity acute angulation or bifurcation of the vessel. There was 70% stenosis present. As for the access site, there was no calcification, tortuosity, presence of stenosis, acute angulation or bifurcation of the vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The device was removed intact from the patient. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies on the device which prevented it from inflating at all. The device was inflated to 12 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for one second before the anomaly was noted. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was maintained. The balloon deflated normally without any leakage noted. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the pressure pump on a 2mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter displayed a drop in pressure and the pressure pump still dropped after repeated attempts. According to the physician¿s observation, the balloon did not burst. The operator removed the balloon, replaced it with a non-cordis balloon catheter, and completed the dilation. There was calcification of the target site vessel; however, there was no tortuosity, acute angulation or bifurcation of the vessel. There was 70% stenosis present. An unknown drug coated balloon (dcb) was then used to dilate the lesion. Angiography showed a satisfactory lumen. The guidewire and catheter were removed; an unknown 6f short sheath was inserted; and an unknown 6f closure device was used to seal the puncture site. The procedure was completed. There were no reports of patient injury. Right femoral artery puncture was performed to treat stenosis of the left femoral superficial and anterior tibial arteries. A guidewire had been passed through the lesion and withdrawn with an mpa catheter. The saber balloon catheter was advanced to the lesion over the guidewire and inflated using a pressure pump. The issue was identified when the pressure reached the working pressure. There was no difficulty removing the protective balloon cover or removing any of the sterile packaging components. The device was used inside the patient and a contralateral approach was used. As for the access site, there was no calcification, tortuosity, presence of stenosis, acute angulation or bifurcation of the vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The device was removed intact from the patient. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies on the device which prevented it from inflating at all. The device was inflated to 12 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for one second before the anomaly was noted. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was maintained. The balloon deflated normally without any leakage noted. The device was not returned for evaluation. A product history record (phr) review of lot 82294943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics of calcification with stenosis and/or procedural factors may have contributed to the reported event. Damage to balloon material may have occurred during crossing or upon inflation at the target site. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the pressure pump on a 2mm x 15cm 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter displayed a drop in pressure and the pressure pump still dropped after repeated attempts. According to the physician¿s observation, the balloon did not burst. The operator removed the balloon, replaced it with a non-cordis balloon catheter, and completed the dilation. An unknown drug coated balloon (dcb) was then used to dilate the lesion. Angiography showed a satisfactory lumen. The guidewire and catheter were removed; an unknown 6f short sheath was inserted; and an unknown 6f closure device was used to seal the puncture site. The procedure was completed. There were no reports of patient injury. Right femoral artery puncture was performed to treat stenosis of the left femoral superficial and anterior tibial arteries. A guidewire had been passed through the lesion and withdrawn with an mpa catheter. The saber balloon catheter was advanced to the lesion over the guidewire and inflated using a pressure pump. The issue was identified when the pressure reached the working pressure. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. The device was used inside the patient and a contralateral approach was used. There was calcification of the target site vessel however there was no tortuosity acute angulation or bifurcation of the vessel. There was 70% stenosis present. As for the access site, there was no calcification, tortuosity, presence of stenosis, acute angulation, or bifurcation of the vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily from the patient. The device was removed intact from the patient. There were no anomalies noted while inflating the device with positive pressure. There were no anomalies on the device which prevented it from inflating at all. The device was inflated to 12 atmospheres before the anomaly was noted. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for one second before the anomaly was noted. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. Pressure was maintained. The balloon deflated normally without any leakage noted. The device was returned for analysis. A non-sterile ¿saber 2mm15cm 150¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing that it does not present any damages or anomalies. The ballon is not inflated. No other outstanding details were noticed. Functional testing was performed using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon was inflated as expected and the pressure remained steady. No anomalies were observed during the inflation test. A product history record (phr) review of lot 82294943 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during positive pressure¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional. The balloon was inflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted to the device. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.